Event description:
It was reported that the stapler would not fire. Md noted the green check mark was illuminated and they did not fire stapler. Trouble shoot with md, but with green check mark illuminated it sounded like stapler had been fired. Instructed to exchanged out stapler. The surgeon stated "the stapler was not fired and it would not allow her to fire."

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.